Event description:
It was reported that patient underwent an unknown sports medicine procedure on (B)(6) 2012. During the procedure, the surgeon had difficulties getting the handle of the fixation device to detach from the implant. The procedure was eventually completed using another implant that was on hand, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Evaluation of the returned device found evidence that the sutures had been between the inserter and the implant causing it to stick on the inserter. It is unclear what would have caused the issue.